Manufacturer narrative:
The failure investigation has been completed and the malfunction alarm was verified. However, the touchscreen issue could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Troubleshooting was unable to be performed with tandem technical support for the malfunction issue, because the pump touchscreen was unresponsive. The customer's blood glucose level was 90 mg/dl. Customer confirmed that manual injections would be used for alternate insulin therapy.